Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Original surgery was sometime this year 2018, actual date is unknown. Complainant part is expected to be returned for review/investigation, but has yet to be received. 510k# unknown: device is not distributed in the united states, but is similar to device marketed in the USA (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) blade could not be locked intra-operatively. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 04.027.035s synthes lot number: l587208 release to warehouse date: 29. Sept. 2017 expiry date: 01. Sept. 2027 manufacturing site: bettlach no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: customer quality conducted an investigation of the returned device. DHR review, no issue. The present article was checked for conformance to the specification and for functioning, neither a product nor a function fault could be detected. Manufacturing and inspection records indicated no problem with the lot in question. The article was found to be in perfect working order. The article was also subjected with a functional test. It was detected, that the implant is working without any problems. Further investigation has shown that on the surface of the pfna blade tip are visible lightly marks. We have to assume that there was a technical complication during insertion, or the pfna blade were not properly screwed on the impactor as a result of could not locked intraoperatively. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.